Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pectoral stimulation and with right atrial lead polarity switch. One event of high out of range pacing impedance was noted and it could not be replicated in clinic. No lead noise was noted. Bipolar p waves were not present with unipolar p waves at low amplitude. The right atrial threshold was stable. Programming changes were made to solve the pectoral stimulation. However, no intervention was made to address the high, out of range pacing impedance. The patient will continue to be monitored. The patient was stable throughout.

Event description:
Additional information noted that the right atrial lead exhibited high, out of range pacing impedance. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.